Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temperature alarms occurred while the customer was sleeping. Reportedly, the pump was not exposed to extreme temperatures and the alarms repeated while the pump was not charging. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.